Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic cholecystectomy. According to the reporter: balloon didn't inflate. New device was used. No patient harm. Operating time not extended. Tissue damage: no. Nothing fell into the cavity. No bleeding. Patient age, gender and weight: unknown.